Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6) general hospital. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; distal end rubber coating (a-rubber) has a scratch and a chip; connecting tube has a wrinkle and a dent; control unit has discoloration; forceps channel is shaved; suction cylinder is shaved; and connecting tube, protector of universal cord, universal cord, scope cover unit, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, switch box, scope cover, scope connector, switch (sw) sw1 have a scratch. The user¿s complaint of reduced angulation was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer uses this device approximately once a day. The devices are inspected prior to use in a procedure. Reprocessing of the device is performed in the oer-3. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Possibly the foreign material is the lens cleaner gascon baking soda. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a reduced angulation issue. There is no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material in the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.